Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported ventricular tachycardia (vt) could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jan2020. The heartmate 3 lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a history of ventricular tachycardia.